Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the cusotmer had a high and low with blood glucose after enlite sensor was changed. The customer's blood glocuse level was unknown mg/dl. The customer was offered to troubleshoot but he declined. The customer stated that he will speak with the educator at st margaret and see his nurse for check up tomorrow.